Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As it remains unclear whether this incident involves the right or left eye, or both, and because the patient was wearing different device models in each eye, please refer to the associated left-eye incident report under manufacturer report number 2640128-2026-00007. This follow-up report is submitted to correct the brand name and common device name, and associated UDI. No new information has been received related to the event or investigation, all other details remain unchanged. Refer to the following fields for relevant revised data: d1, d2, d4.

Event description:
This incident was received through the online retailer seekwell (1-800 contacts), based on information reported to them by the patient's parent and only limited details were provided. According to the information available, it is alleged that the patient experienced two separate, unspecified eye infections while wearing contact lenses. Good faith efforts have been made to obtain additional information regarding the event and treatment without success. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate as it remains unclear whether this incident involves the right or left eye, or both, and because the patient was wearing different device models in each eye, please refer to the associated left-eye incident report under manufacturer report number 2640128-2026-00007.

Event description:
This incident was received through the online retailer seekwell (1-800 contacts), based on information reported to them by the patient's parent and only limited details were provided. According to the information available, it is alleged that the patient experienced two separate, unspecified eye infections while wearing contact lenses. Good faith efforts have been made to obtain additional information regarding the event and treatment without success. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. As it remains unclear whether this incident involves the right or left eye, or both, and because the patient was wearing different device models in each eye, please refer to the associated left-eye incident report under manufacturer report number: 2640128-2026-00007.

Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As it remains unclear whether this incident involves the right or left eye, or both, and because the patient was wearing different device models in each eye, please refer to the associated left-eye incident report under manufacturer report number: 2640128-2026-00007.